Event description:
Unopened package of onestep zoll defib pads did not function properly during test. The zoll defibrillator charged to 30j but did not allow a discharge. This was replicated on a different defibrillator and failed. Each machine was retested with a different set of pads and passed.